Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital after receiving appropriate therapy. The device was interrogated and revealed a ventricular tachycardia/ventricular fibrillation (vt/vf) episode. Anti-tachycardia pacing was delivered but was inadequate to terminate the vt/vf episode, so therapy was appropriately delivered. The patient was hospitalized and the device was reprogrammed to resolve the event. The patient was stable.